Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient reported that she takes blood thinners and upon insertion of the sensor, she experienced bleeding. She went to the emergency room (ER) and had stitches to stop the bleeding. At the time of the report the following day she was in good condition. No product was provided for evaluation. The allegation of bleeding was confirmed and bleeding was stopped by stitches at the insertion site. A probable cause was not determined. No additional patient or event information is available.